Event description:
Hospital was unable to determine if this is a user related issue or a product problem. It was reported that during a graft thrombectomy, a jump graft was done and a clot appeared in the graft. An adherent clot catheter was used. On last pass, catheter stuck proximal to arterial anastamosis. Because catheter stuck in intima of artery, an arteriotomy was done which reportedly revealed multiple areas of injury. Saphenous vein used to bypass. Pt since released from hospital and doing fine.